Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. Final analysis found that as received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in the clinic. Upon examination, it was discovered that the right ventricular (rv) lead exhibited loss of capture. X-ray confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.